Event description:
The hospital reported that during the coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta. A side biter clamp was used to complete the procedure. No other patient complications were reported.